Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The customer provided data for one patient sample with an erroneous na result. The erroneous result was not reported outside of the laboratory. The sample initially resulted with an na value of 155.7 mmol/l, which repeated as 144.0 mmol/l. No adverse events were alleged to have occurred with the patient. The na electrode lot number and expiration date were asked for, but not provided.